Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reportable malfunction (monitor not switching on) was confirmed, due to a faulty g1 (circuit) board. In addition, the following non-reportable malfunctions were found during the device evaluation: power switch broken / damaged; bezel plate found broken from inside; scratches and minor crack found on rear cover; scratches found on power switch; minor rust and scratches found on terminal; and corrosion on qb (circuit board) connector. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty g1 board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high-definition lcd monitor fails to switch on. The event occurred during maintenance and there was no patient harm or user injury reported due to the event.